Manufacturer narrative:
The biomedical engineer reported that the multigas unit was displaying an gas device error. They do not know whether this happened when it was in patient use or not. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer reported that the multigas unit was displaying an gas device error. They do not know whether this happened when it was in patient use or not.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was displaying a "gas device error" message. No patient harm was reported. Investigation summary: the customer stated they performed preventative maintenance (pm) on the device and replaced the o-ring, resolving the issue. The root cause is determined to be component failure. The customer was able to resolve the issue by performing pm on the device's o-ring component. A review of the serial number history shows no recurrence of reported issue.

Event description:
The biomedical engineer (bme) reported that the multigas unit was displaying a "gas device error" message.